Event description:
It was reported that pump displayed malfunction code 12, which recurred even after being reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.